Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was exhibiting oversensing of noise on the right atrial (ra) channel. An x-ray performed did not show any abnormalities with the system. At this time no changes have been made and the crt-p remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.